Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen menu of the s5 control panel did not react. However, when the enter key was tapped, the menu appeared. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the touch screen to resolve the issue. The replaced device was returned to sorin group deutschland for further investigation. The returned touch screen underwent a visual inspection and functional testing, however the reported issue was not confirmed or reproduced. The returned device was scrapped as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group perceived a report that the touch screen menu did not react. However, when the enter key was tapped, the menu appeared. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen menu did not react. However, when the enter key was tapped, the menu appeared. There was no pt involvement.